Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer was unable to interrogate wireless devices. An assembly found electrically out of specification.

Event description:
It was reported the programmer doesn't interrogate devices. Wireless was broken. No patient complications were reported as a result of this event.